Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer and health care professional regarding patient with an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was reported that the patient stated the procedure hurt. Patient stated that after the procedure, the patient had gotten home; things had fallen apart and was very painful. Patient stated when she increased her stimulation, it became very painful. Patient decreased stimulation on her own and pain subsided. Patient stated the device was not working. Troubleshooting was going to be performed but the patient already took batteries out and replaced them. Additional information was received. It was reported that the cause of the device not working was due to the temporary leads coming out of the original insertion site prematurely. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.